Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of solution via a plum pump. It was reported that after the tubing set was removed from the package, it was noted that the option-lok male adapter was separated from the tubing of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.